Event description:
During remote follow-up, and event of post paced t-wave oversensing was observed on a device. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.